Event description:
It was reported via a service report that the fowler would not hold in the upright position. No leak alleged. No adverse consequence reported.

Manufacturer narrative:
A third party service provider examined the product and provided feedback to stryker.